Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24045688. The feedback provided by the customer states that, "an intravenous needle and connected it to an infusion connector to flush the line but was unable to connect the syringe." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had a loose connection. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2025, the nurse inserted an IV needle and connected the IV connector to flush the cannula. However, the syringe could not be connected and was ejected. The IV connector and syringe were removed separately, and the joints were found to be loose. Use was immediately discontinued and a new IV connector was replaced.